Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log files contained data on (B)(6) 2021 from 5:31:29 to 16:23:03 and on (B)(6) 2021 from 3:10:22 to 10:19:46. The pump operated above the low speed limit for the duration of the log file. The log file recorded power elevations on (B)(6) 2021. The power elevations were associated with pulsatility index (pi) events. The log file appeared to show the system operating as intended. The account reported that the patient was hospitalized for gastrointestinal (gi) bleeding. The account reported that the patient had an uptrend in power the previous day. The patient¿s lactate dehydrogenase (ldh), plasma free hemoglobin, and haptoglobin were stable. The patient reportedly experienced maroon stools and a red blood scan confirmed a small bleed on (B)(6) 2021. The patient had a repeat scan positive for blood on (B)(6) 2021. The patient had an embolization performed on both dates. The patient was held in the hospital until their hemoglobin stabilized. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 27dec2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of thrombosis leading to pump exchange is reported in MFR. Report# 2916596-2019-01556. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate ii patient had a history of pump exchange due to thrombosis. The patient was hospitalized for gastrointestinal (gi) bleeding. There had been an uptrend in power and flows the previous day. There were several pulsatility index (pi) and suction events. The lactate dehydrogenase (ldh), plasma free hemoglobin, and haptoglobin were stable. The log file analysis revealed many pi events within the about 11 hour log file. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. The patient had a transfusion, was given intravenous (IV) fluids and had a colonoscopy, but no active bleeding was found. The patient had maroon stools and a drop in hemoglobin. The site showed concern over the flow and power trends in the setting of holding anticoagulation with history of hemolysis and thrombosis. The cause of the unsustained power elevations is unknown. The patient will continue to be monitored. The gi bleeding was confirmed on (B)(6) 2021 by red blood cell (rbc) scan status post embolization of the small hepatic flexure. The gi bleeding was confirmed on (B)(6) 2021 by rbc scan status post embolization. There were no changes to the patient's anticoagulation status prior to the event. The customer site suspected that hypovolemia from blood loss caused the pi and suction events. The patient will remain in the hospital until the hemoglobin level is stable.